Manufacturer narrative:
Results: the pusher assembly was fractured, and the proximal fractured segment was not returned for evaluation. The pusher assembly was kinked near the fracture. The pusher assembly mid-joint was retracted into the introducer sheath friction lock. The embolization coil was undamaged and detached from the pusher assembly inside its introducer sheath. Conclusions: evaluation of the returned smart coil confirmed a kinked pusher assembly, that resulted in a fracture and a detached embolization coil. Further evaluation revealed the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement and damage such as a kink may occur. Subsequently, further manipulation of a kinked device may result in a fractured device. If the pusher assembly fractures and the pull wire is retracted out of the distal fractured segment, the embolization coil will detach. The proximal fractured segment was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance from its starting position within its introducer sheath and, subsequently, the pusher assembly of the smart coil kinked while the physician was attempting to move the smart coil back and forth. Therefore, the smart coil was removed. The procedure was completed using another smart coil and other coils. There was no report of an adverse effect to the patient.